Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's inspiratory tidal volume (vti) levels were low. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory tidal volume (vti) levels was confirmed. During the evaluation, ventec also observed that the device's exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.